Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) was broken "on the front" and the cytostatic solution was back in the pump (housing). The was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from august 4, 2020 - august 5, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed evidence of a ruptured bladder. The reported condition was verified. The cause of the condition was not determined; however the most probable cause is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.